Event description:
It was reported that the patient was presented remotely via merlin.net and subsequently followed up in the clinic. It was reported that the right atrial (ra) lead exhibited oversensing noise, resulting in an inappropriate mode switch. Upon explant of the ra lead, lead abrasion was suspected. It was noted that the right ventricular (rv) lead showed signs of lead abrasion, which was observed on the distal portion of the rv lead. The ra lead was explanted and replaced; however, the rv lead remained implanted. The patient was in stable condition.